Manufacturer narrative:
Pump passed displacement test and self test. Unit was received with intermittent left arrow button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's boyfriend reported via phone call that the insulin pump alarmed stuck button. Customer's blood glucose level was not reported. Alarm 68 occurred every time when she inserted new battery. The buttons were unresponsive. The customer was advised that the device would be replaced and agreed to return the product for analysis.